Manufacturer narrative:
The reported issue was confirmed. The input connector wiring was faulty and the backshell/input connector assembly needed to be replaced.

Event description:
It was reported that the screen intermittently became distorted with green lines and the customer couldn't see anything with the device. No pt injury was reported.